Event description:
It was reported to philips that the system did not start up. The system was not in clinical used at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting, the philips field service engineer (fse) indicated that the issue might be with power distribution unit (pdu). The cause of the pdu failure was conclusively determined by the supplier's part analysis, was due to defective power supply ac/dc 120w +24v/5a - psu1. To resolve the issue, the fse replaced the pdu fantray and dcps and verified the system operation, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.